Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a gradual increase of shock impedance measurements to what was currently being measured as greater than 125 ohms. Boston scientific technical services discussed potential causes of the clinical observation. The system will continue to be monitored. There were no adverse patient effects reported.